Event description:
It was reported that the ilet bionic pancreas generated recurring ¿alert 60 ¿ bluetooth communications¿ notifications that persisted despite multiple restarts. While the pump remained usable, a replacement device was sent. No reported adverse clinical effects reported. Outcomes included no impact to health and no medical intervention. Investigation included a complaint review and device replacement logistics. Investigation of this case revealed a suspected communication malfunction consistent with a bluetooth connectivity fault. It was concluded that the event involved a device communication issue; root cause remains undetermined pending product evaluation.